Event description:
It was reported to philips that the battery for the device was not charging. The customer had tried replacing the battery and the ac module but the problem remained. There was no patient involvement.